Event description:
The field service engineer (fse) reported oil mist filter misting while servicing sterrad nx for a customer report of door sensor fault. The customer stated that there were no physical complaints reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Oil mist - capital equipment, unit evaluated at the facility. The fse verified problem, customer tried to open door with latch still engaged; fse opened door and straightened bent latch. Found oil level low, ran an rf/leakback test and found mist filter missing. Replaced oil mist filter and added oil. Ran a customer cycle and unit meets to exceeds manufactures specs. This issue is being addressed with a customer letter, related to correction and removal.